Event description:
A 17 yr old female underwent ross procedure using a 25mm pulmonary homograft on 2/5/99. A 2 hours postop, pt had left ventricle failure. Chest was opened in ccu and pt returned to or for coronary artery bypass graft. Surgeon was ready to close chest when distal end of homograft dehisced from native pulmonary artery. Pt suffered massive blood loss but valve was repaired. Pt required left ventricular assist device and intra aortic balloon pump. Pt left or with skin closure only. The site does not know if the event was related to the homograft. Device remains implanted.